Event description:
It was reported by the affiliate that the (1) er420 was used during an unknown procedure. It was reported that the device spit clips. None fell into the pt. The case was completed with another device. There was no consequence to the pt.